Event description:
In 2002, three invisx locks were implanted. The doctor revisited the site for another reason and found that the caps were loose. The locks were removed and synthes were used to close.